Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, during an exploratory laparotomy for colostomy creation, the handle would not fire the reload. No patient injury.